Event description:
On july 29th, the user's mother contacted dario to report high blood glucose (bg) readings. The user's mother reported that on the weekend of july 23rd, prior to contacting dario, her brain injured daughter was feeling unwell, so she tested her daughter's bg level and received a reading of 257 mg/dl with her dario meter, when her normal bg level has never exceeded 120 mg/dl. On the morning of july 26th, after the user had eaten applesauce and taken her anti-seizure medication, the user's mother again tested her daughter's bg levels, which read 253 mg/dl. The user's mother reported that she attributed the high bg reading to the applesauce that her daughter had eaten. After waiting for two hours, the user's mother tested her daughter's bg level once again and received a reading of 285 mg/dl. Due to this reading, the user's mother attempted to reach her daughter's neurologist, as well as her primary doctor. When she was unable to reach either of these health care professionals, the user's mother called the pharmacist on the phone who advised that there was a 1-2% chance that the medication combination that the user was taking could cause one's bg levels to increase. Due to the above information, the user's mother reported that she decided not to give her daughter her evening anti-seizure medication. The next morning, the user's bg level was still above 200 mg/dl. The user's mother reported that she decided to test her own bg level, which read 243 mg/dl, and she also reported that since she hadn't eaten anything, she realized that the bg reading was incorrect. The user's mother then tested her daughter's bg level with a non-dario meter, which read 129 mg/dl. The user's mother reported that during the night, her daughter suffered a seizure as a result of her skipping her anti-seizure medication the previous evening. The user's mother reported that the seizure caused her daughter to become hyperactive, and therefore her daughter did not sleep the following two nights. Due to this incident, the user's mother spoke to the user's doctor, who advised her to test the user's bg levels in the lab. The lab test results were 92 mg/dl compared to a reading of approximately 243 mg/dl with the dario meter. While on the phone with dario's representative, it was determined that the user's mother had been using a cartridge of strips that was open for more than a month prior to the bg testing, and therefore was using an expired cartridge of strips. As per dario's test strips labeling "use within one month from first opening the cartridge foil". Dario's representative explained to the user's mother that strips that have been opened for more than 30 days can cause inaccurate readings. The user's mother reported that her daughter is not on any medication for diabetes, and that her daughter's seizures cause her bg levels to drop. Dario's representative suggested that the user's mother test her daughter's bg level with a new cartridge of strips, in order to further investigate this issue, however the user's mother refused to troubleshoot with dario's representatives and reported that they are no longer using the dario meter. The high bg readings may have been due to the use of expired strips. There is not enough information available regarding her dario meter to investigate. No resolution is available.